Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned tasp shims exhibit signs of repeated use and have both of components 1 and 2 disassembled / missing, the missing components were not returned. The complaint is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Corrective action was initiated for ball bearing falling out of the tasp shim construct at high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that the small ball bearings on the top of the shim that lock the shim into the tibial articular surface provisional (tasp) fall out over time. When both of the ball bearings fall out the shim, it no longer locks into the tasp. This creates an issue where the shim may slide out easily and the tasp pieces can fall to the floor.